Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history was reviewed and found no alarms related to the complaint. The pump powered on to the verify screen with appropriate audible and vibratory alerts. The pump was exercised for 24 hours and a 29 hour flow accuracy test was performed and the pump was found to be delivering appropriately. A sample bolus calculation was performed during testing and confirmed that the pump bolus calculation correctly matched a manual calculation of the bolus total. Unrelated to the complaint, the display screen was observed to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump bolus calculations were not as expected. A review of the pump history confirmed that the pump basal delivery and total daily dose were as expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.